Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant deflation and right implant exchange due to the patients concerns with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and creases flat. Leak test and microscopic analysis was performed which identified: opening punctured on radius, sharp opening on valve bond edge and yellow biological inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a punctured-on radius assessed as surgical damage like a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.